Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the impella 5.5 pump triggered placement signal unknown alarms. It was noted that the waveforms showed a partially ventricular placement signal with diastolic in the low teens. It was additionally noted that the patient experienced some bleeding around this time from an unknown source. There were concerns of a hemothorax and five units of blood products were given. The patient's hemodynamics were stable despite the bleeding.